Manufacturer narrative:
A ge representative evaluated the system and repaired it. System operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system has a non-conforming limitation of x-ray beam size. No pt injury was reported. No pt injury was reported.